Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The pump began charging after being plugged into a working outlet with original charging supplies, and no further assistance was required. However, cts sent the customer a new charger because previous tandem chargers purchased by the customer did not work.